Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction surgery with a 650cc mentor memorygel breast implant experienced bilateral breast pain post procedure. As a result, patient had undergone bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-23779 for contralateral prosthesis report.

Manufacturer narrative:
Implantation date (B)(6) 2016 was erroneously submitted in initial report. Correct implantation date is (B)(6) 2013. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures statement was erroneously omitted in initial report. The investigation of the returned device was completed by the failure analysis lab on 12/11/2019. Device evaluation summary: according to the information received, it was reported that the patient experienced breast pain. During visual inspection of the device it was observed to be ruptured. No other anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer reference number: (B)(4).